Manufacturer narrative:
H11 : since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced leakage issue with their infusion sets. The event occurred on 29 aug 2024. No further information available.